Event description:
It was reported that during a lap right colon procedure, once the device was entered into the abdomen, it stopped working and the generator made a continous error tone. The device was replaced by another one. Tip of the device is also broken. There was no reported patient consequence.